Event description:
It was reported that when an electrophysiologist was inserting a pacing lead into the external pulse generator (epg), no pacing was observed. Two different disposable patient cables were attempted. The epg and pacing lead were noted to be working as expected. While troubleshooting, the alligator clips were used to pace the patient through the analyzer, and their proximal portion was placed into the epg. A third disposable pacing cable was used successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found.

Event description:
It was reported that when an electrophysiologist was inserting a pacing lead into the external pulse generator (epg), no pacing was observed. Two different disposable patient cables were attempted. The epg and pacing lead were noted to be working as expected. While troubleshooting, the alligator clips were used to pace the patient through the analyzer, and their proximal portion was placed into the epg. A third disposable pacing cable was used successfully. No patient complications were reported as a result of this event. Additional information was later received reporting the pacer dependent patient had presented for placement of a semi-permanent pacer for complete heart block. When the lead was attached to the cable to the epg, there was no capture and no pacing spikes. A second epg and cable were attempted, with the same results. The third cable worked normal. No patient complications were reported.